Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a helathcare provider (hcp) via a company represenataive (rep) regarding a patient who was receiving fentanyl (500mcg/mo at 3.21mcg) via an implantable pump. It was reported that according to the physician, the drug concentration was changed from 50 mcg/ml to 500 mcg/ml of fentanyl during the pocket revision. Instead of performing a standard bridge bolus, the physician opted for a ¿total system content removal¿ procedure, which was scheduled for separate date of on (B)(6) 2025. In the meantime, the patient¿s infusion rate was reduced to the minimum setting (from 19.99mcg of fentanyl to 3.21mcg). It was noted that there was possibly underdosing. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a patient receiving bupivacaine via an implantable pump. It was reported that the manufacturer representative (rep) was assisting with a pocket revision and was in the operating room (or) now. The rep stated the physician was changing the drug concentration and was adding a secondary drug. The rep was in the revise workflow guide. The manufacturer's technical services specialist (tss) discussed changing to refill and adjust and the rep stated it was too loud in the or and stepped away from the phone and then disconnected. Additional information was received from the healthcare provider via the manufacturer representative. It was reported that per the healthcare provider, the new implanting doctor had difficulty during the original procedure. There was a significant amount of adipose tissue and the pump was sitting at an angle and was revised to have more proper placement/positioning. The issue was resolved.